Manufacturer narrative:
The manufacturer previously reported receiving information alleging the "screen stayed black and did not display" on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's liquid crystal display was replaced to address the issue. After the part was replaced on the device, the battery and alarm checks were performed. A repair and run-in tests were performed on the device, and it was determined the device was functional. The device was cleaned. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging the "screen stayed black and did not display" on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's liquid crystal display was replaced to address the issue. After the part was replaced on the device, the battery and alarm checks were performed. A repair and run-in tests were performed on the device, and it was determined the device was functional. The device was cleaned.